Event description:
The customer was hospitalized due to diabetic ketoacidosis, with a blood glucose level of 800 mg/dl. Customer's mother reported the event, customer had recently changed the infusion set to 6mm, mother believes this is what caused the hospitalization. Customer woke up vomiting and not feeling well. Customer's mother has requested 9mm infusion sets. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.